Event description:
It was reported that patient presented to ER with bradycardia. At interrogation, device was shown to be in hardware reset mode. Device was explanted and replaced.

Manufacturer narrative:
The reported field event of a device reset was confirmed in the laboratory. It was noted that the battery voltage dropped quickly in the two months before the reported event. The power on reset was caused by the low battery voltage. The battery was found to be within overall estimated longevity, but the reason for the voltage drop in the months before the reported event could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun .